Event description:
It was reported x-ray confirmed the lead had migrated caudally, almost out of epidural space. During revision, it was noted the titan anchor was broken. The metal dislodged and separated from the silicone sheath. The lead and anchor were replaced. The neurostimulator was replaced for a smaller neurostimulator due to soreness from the size of the neurostimulator. No patient injury was reported. The patient recovered without sequela. The patient was receiving good coverage.

Manufacturer narrative:
The neurostimulator, lead and anchor were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.